Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins battery had reached normal end of life with no telemetry and no output.

Event description:
The health care provider (hcp) reported that the patient was admitted to the hospital on (B)(6) 2015 with severe abdominal pain. The patient's device was explanted on (B)(6) 2015. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.